Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 700 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was reported that the patient was found unconscious by their sister they called the emergency medical services. Patient was taken to the hospital where they were treated with intravenous therapy with insulin drip. They were also put on a oxygen and heart monitor. Patient stayed in the hospital for 3 days.